Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a medela clinician on (B)(6) 2017, at which time she stated that her replacement pump was working well. She indicated that she was on antibiotics for 10 days and was no longer experiencing any signs or symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that when she tries to single pump she can hear air leaking and she experiences low suction. She replaced the membranes, but that did not resolve the low suction. She alleged that she has had mastitis twice and she when she gets mastitis she has to empty out her breasts and needs the pump to do so.